Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. (B)(4).

Event description:
It was reported that the insulin pump was exposed to moisture. Customer's blood glucose value was 10 mmol/l. Customer went in the water and insulin pump started to alarm, they took cover off and noticed insulin pump had a crack. Customer stated that no physical damaged to the reservoir lip ring. The device will be returned for analysis.